Event description:
On december 4, celltrion USA received an email with complaint of false positive. The user emailed that the user receiving false positives, with a faint positive line appearing every time. The user used the solution without swabbing and it still came back positive. The user told his/her son's school that he was positive for covid, and now the user doesn't even know for sure. The user tested positive with another test 2 days ago, and same faint positive line appeared with celltrion test kit. The serial number on the 4 boxes is (B)(4). . Importer's comments: this report is the reporter's first of 2 cases contained in this report. The user did not provide any evidence of pcr result to prove false result or its accuracy etc. If we get receive additional information from the user, celltrion will report to FDA.